Event description:
Meter name: one touch profile, strip name: one touch strips, meter code: 8, strip code: 8, strip storage: unknown, symptoms bad headach, dizzy, light-headed. A patient reported they were seen in ER. Their meter allegedly was inaccurately erratic. The result on their meter was 90 and 135 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment was unknown. Head scan was performed. No further information has been reported.